Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the pump was rebooting. The reporter did not allege any harm or injury because of the alleged issue. The reporter mentioned that on the morning of (B)(6) 2012, the patient brought the pump to her. She claimed that the pump said 0 units of insulin remained. The reporter indicated that she had changed the cartridge on (B)(6) 2012. She felt as though the cartridge should have still contained insulin. When the reporter removed the cartridge, she claimed that insulin was still in the cartridge as expected. The reporter changed out the cartridge and the patient went to school. An unspecified time later that same day the reporter claimed that the a school nurse contacted her 2 times for a 0 units remaining issue. In both instances, the reporter claimed that the pump still had insulin remaining. Through troubleshooting, no issues were found with the battery cap. The reporter was able to tighten the cap to resistance. She denied that the yellow o-ring was visible. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury. In addition, the reporter alleged that the remaining insulin reading was inaccurate however there is no evidence that insulin delivery accuracy was compromised. Therefore the reported remaining insulin reading issue is not likely to cause an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: the black box shows power on resets on (B)(6) 2012. There were no alarms related to the complaint in the pump alarm history. There were no 'replace cartridge' alarms observed in the pump history on (B)(6) 2012. The pump was found to recognize the correct amount of liquid when the cartridge was filled. The force sensor was found to be within calibration. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to be within specification. A battery cap function test was performed with no connection issues found. The pump was exercised for 24 hours with no power loss issues. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit. The reported complaint was verified in the pump history but not duplicated during investigation.